Manufacturer narrative:
Per customer a proactive procedure has been implemented to verify unexpected results prior to reporting results outside the lab thereby preventing potential risk to patient safety. The procedure is to repeat all samples greater than 2.0 ng/ml on a second access system. Delta checks are routine and repeats are performed if delta check is greater than 10%. The customer indicated they do not report discrepant data to hot-line. The customer did not report any instrument malfunctions. Service was offered but declined by the customer. A definitive root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated troponin (accutni) results generated by synchron lxi 725 clinical system for an unknown number of patients. The results were not reported out of the laboratory. Subsequent testing on an alternate instrument produced results within the normal reference range, which matched other cardiac values. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.